Event description:
Literature: zangaglia r, pacchetti c, pasotti c, et al. Deep brain stimulation and cognitive functions in parkinson's disease: a three-year controlled study. Mov discord. 2009; 24(11): 1621-8. Summary: this article presents a prospective, naturalistic controlled 3-year follow-up study of 65 consecutive patients with parkinson's disease (32 underwent stn-dbs implant, 33 were eligible, but chose other therapeutic procedures) enrolled from 2002 to 2003. The aim of the study was to assess the cognitive and behavioral effects of dbs of the stn in advance parkinson's disease. Motor and neuropsychological functions were assessed in all the subjects at baseline and 36 months. Dbs patients were also evaluated at 1, 6, 12, and 24 months after surgery. Reportable event: three years after implant one patient developed dsm-IV dementia. It was noted the pt's neropsychological evaluation and mmse score were at the lower limits of the normative range at baseline. At 36 mos, she showed a global decline in all the cognitive functions eval. There was also noted to be no evidence of significant improvement after dbs implant. MRI examination confirmed correct position of the electrode.